Event description:
The customer called and stated, her sensor was triggering her insulin pump to threshold suspend, and when she removed it after two days, she could not figure out what that was happening. The cannula was not bent. Customer stated another sensor had blood in it. She was advised the sensors would be replaced but did not agree to return the sensors for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.